Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg/ml at 230 mcg) and bupivacaine (4 mg/ml at unknown) via an implantable pump for spinal pain indications. It was reported that the patient had a dye study done (B)(6) 2026 and aspiration of the side port was unsuccessful. The patient reported not having as much pain relief. The patient was scheduled for a catheter revision/replacement. The physician incised down to the spinal anchor. He cut the catheter proximal to the anchor. The proximal end of the spine segment was observed for several minutes and no fluid was noted coming out. Physician removed spinal segment and placed purse string sutures to close that area. Physician placed new catheter to t8/9 posterior which had good csf flow. He opened pump pocket and removed remaining pump segment from the previous catheter. He attached the new pump segment to the new spinal segment and attached to pump. He elected to not refill pump with new medication at this time. Pump report showed it has 14.8 mls in the reservoir. Physician accessed sideport and was able to pull 2 mls easily. Physician surgically closed both pockets and reduced daily dose. They were unable to locate a specific causative area for the inability to aspirate at the dye study or after cutting the catheter by the spinal anchor. However, the new catheter attached to the pump was easily aspirated and the issue is resolved.